Manufacturer narrative:
Model number/catalog number: sc-8216-70, serial number: (B)(4), batch/lot number: 19292856, model/catalog description: artisan lead 70 cm.

Event description:
A report ws received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.